Manufacturer narrative:
Date received by manufacturer: 01nov2019. Report date: 04nov2019. The support service technician advised the customer of a possible touchscreen user interface (tui) issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit will not turn off. When customer hits "ok", the unit cycles to start up instead of turning off. The customer reported there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Date of report: 23oct2019. The support service technician performed evaluation and confirmed the reported problem. The technician also reminded the customer that unit can be turned off using the switch on the back of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit will not turn off. When customer hits "ok", the unit cycles to start up instead of turning off. The customer reported there was no patient involvement.